Event description:
Philips identified an issue in iscv (intellispace cardiovascular) wherein signed report in iscv did not transfer to epiq. There was no adverse events or harm reported in the complaint. Philips has started an investigation of this complaint.